Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline disconnect alarm was confirmed via log file analysis. The heartmate iii system controller (serial #: (B)(6)) was not returned for analysis and remains in use. A log file was submitted for review spanning approximately 9 days ((b)()6)2020 ¿ (B)(6) 2020 per timestamp). On (B)(6) 2020 from 12:23:34 - 12:24:20 and 12:29:13 - 12:29:27 the patient disconnected their driveline causing pump stop events. These events cleared after the patient reconnected their driveline cable. There were no other notable events related to the reported event in the log file. Additional information communicated on (B)(6) 2021 indicated that the patient¿s device operated as intended and that the patient does not recall of the day of the reported event. The root cause of the reported event was unable to be conclusively determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including driveline disconnect alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment and to not disconnect the driveline in circumstances such as cleaning. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department via emergency medical services for an unresponsive episode and agonal breathing at around 7pm on (B)(6) 2020. The patient was intubated in the field. There was free air found in the abdomen. The patient was taken to emergency surgery and no perforation or gut ischemia was found, but there was noted a large gastrointestinal bleed status post clip. Upon review of the log file technical services noted low flows on (B)(6) 2020. Additionally on (B)(6) 2020 the driveline was disconnected and then reconnected about a minute later. Several minutes later there was another potential driveline disconnect for about 15 seconds. There were both low flow and pump off alarms. The pump off and driveline disconnect on (B)(6) 2020 were recorded at 12:23pm. Patient pump reported under MFR # (B)(4).